Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead possibly fractured. High/unstable thresholds with intermittent loss of capture, high impedance, oversensing, and noise were noted on the leads. The system was programmed off and a new system implanted on the patient's other side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance at implant was 20,365 with a minimum lifetime impedance of 9194 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa, implantable pulse generator, (B)(6) 2005; 5076-58, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.